Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was reimplanted with a ci on (B)(6), 2013 because he was no longer within the indication criteria for the vibrant soundbridge and he no longer benefited from the device.